Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
During log file download, automated impella controller (aic) experienced startup failure. Team stated that the automated impella controller (aic) was unable to perform the system self-test at startup and message read ¿system self check failed. Change console immediately¿. Console was removed from service. This is considered a reportable malfunction.

Manufacturer narrative:
D9: updated the devices return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
Device investigation details: the root cause of the ¿system self check failure¿ on ic5367 was due to a power management circuit board component failure. Subcomponent name: pca, power/battery manager, rohs, tested material number: 0042-1125. Lot number: 2018304672. Serial number: (B)(6). 23-13633: reported purge cassette failure. No evidence indicating failure of specific purge cassette. 23-16442: broken ¿purge clip¿. Purge disc retainer was broken. 25-42064: data streaming issue. Confirmed interruptions of data streaming evidenced by repeated handshake attempts. Most likely that an unspecified issue within rlm or its backstrap cable contributed to either actual or perceived loss of usb communication. There were no issues related to the complaint discovered when reviewing the product history of console ic5367.